Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system made a loud popping sound and the screen went black. No pt injury was reported.